Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v028722, implanted: (B)(6) 2007,explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Healthcare provider reports the patient's device was not working so they explanted it, since the patient needed to have an MRI of his spine. During explant the lead broke in half, leaving about 4 cm of lead in sacrum. Explant date was on (B)(6) 2015. Additional information was being requested from the hcp. Follow up will be submitted if additional information is received.